Event description:
The filter marker bands were not aligned after device withdrawal. The report received indicated that after successfully using the device, the angioguard filter was retrieved into capture sheath, but the physician found that the four radiopaque markers on the filter struts did not overlap completely; even though the distal marker on the sheath was aligned with the proximal marker on the guidewire. It was indicated that the physician expected the four radiopaque markers on the filter struts to overlap when the filter was captured into the capture sheath, but since the markers did not overlap the physician was not convinced that the filter was properly captured. However, there was no difficulty recapturing the filter and the angioguard was removed safely from the pt. The lesion was successfully treated without any injury or adverse consequences to the pt. Further info indicted that there were no anomalies noted with the marker bands and upon pt withdrawal, there was no debris found clogged on the filter membrane. The procedure included treatment of a lesion in the internal carotid artery. The lesion was not calcified but instead presented mild tortuousity with 70% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Additional info will be submitted within 30 days upon receipt.